Event description:
It has been reported to company that the occlusion balloon had deflated during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the balloon to 4.5 mm to occlude the vessel. The physician inserted stent delivery catheter and inserted the aspiration catheter and aspirated particulate from the vessel. The physician removed the aspiration catheter and noticed the occlusion balloon had deflated. The case was completed without protection. Patient is reported to be fine.